Manufacturer narrative:
Product event summary: the pump and two controllers were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via log analysis. The vad disconnect alarms are indicative of a physical disconnection of the driveline from the controller. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed a faint line of discoloration on the lower housing surface likely due to light contact with inferior surface of the impeller. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed no evidence of thrombus within the pump. The returned controllers passed functional testing and visual inspection. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information and risk documentation, multiple factors including but not limited to driveline connector malfunction, foreign material inside the driveline connector may have contributed to the reported event. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: 1403us/ (B)(4). Device evaluated by manufacturer: yes. The received controller passed external visual inspection and functional checks. Review of the log files revealed that this is the backup controller (no data file). In the lab the controller passed all functional checks. It was observed that some timestamps in the event log were reset to zero. This is because the controller had not been connected to power for a long period of time since it was a backup controller. Once the time and date were entered, the controller kept the correct time stamp, even after being powered on and off (figure 2). No controller malfunction was observed. The received controller passed external visual inspection and functional checks. Review of the log files revealed that this is the backup controller (no data file). In the lab the controller passed all functional checks. Additional products: 1403us/ (B)(4). Device evaluated by manufacturer: yes. The returned controller passed functional testing and visual inspection. Controller functionality was tested, and the system testing did not indicate any abnormal operation of the controller. Review of the log files reveals an electrical fault and vad stopped alarms logged on the reported event date. These types of alarms are associated in the risk documentation to multiple potential causes such as driveline connector malfunction, electrical component failure, foreign material inside of the driveline connector and manipulation of the controller peripherals. However, none of them could be verified at the bench level. In this case, it is likely that during the process of preparing the patient for the transplant, there might have been some activity around the controller that precipitated these events. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: (B)(4), catalog # 1403us, exp. Date: 02/29/2016, (B)(4). Device is available for evaluation. Returned to manufacturer on 05/23/2017. Device has not been evaluated by the manufacturer, anticipated but not yet began. Device manufacture date: 02/13/2015. (B)(4). (B)(4), catalog # 1403us, exp. Date: 12/31/2015, (B)(4). Device is available for evaluation. Returned to manufacturer on 05/23/2017. Device has not been evaluated by the manufacturer, anticipated but not yet began. Device manufacture date: 12/23/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the hvad system operation. It sends power and operating signals to the blood pump and collects information from the pump. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. The instructions for use (IFU) and patient manual provide clear instructions to the user on proper usage and care of the hvad system. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and hvad support; additional guidelines instruct the user on how to detect and react to a vad stop'. A "vad stopped" alarm will activate if the pump driveline is not connected to the new controller within 10 seconds. This alarm will resolve once the pump driveline is connected.

Event description:
It was reported that the patient was in the operating room being prepped for a transplant when the vad disconnect alarmed.  The site attempted a controller exchange with no success.  A pump stoppage occurred and the patient was off of hvad support for some time before being supported on heart-lung bypass.  They were successfully transplanted and are currently stable.  No further patient complications have been reported as a result of this event.